Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. At the consumer's request, the surgeon was not contacted. (B)(4).

Event description:
A consumer reported severe inflammation following an intraocular lens (iol) implant procedure. The lens remains implanted. Additional information was requested.